Manufacturer narrative:
Product analysis dimensional verification: the specimen presented an overall length of 300.4cm and a finished diameter of .01310¿ to .01340¿. The missing distal coil prevented the measurements of the coil dimensions. A gage bushing certified to be .014¿ passed over the length of the specimen up to the proximal aspect of the kink damage. Observation findings: the specimen presented a ductile tensile overload fracture of the core wire at an unknown distance from the distal tip. The distal coil segment was not returned with the specimen as it was reported, ¿the wire was removed, but the tip remained in the vessel.¿ the specimen also presented kink damage at 0.5cm from the distal aspect of the core wire fracture. The coil to core wire adhesive joint remnants were present at the ground distal end of the core wire and 4.7cm from the distal tip. The proximal coil to core wire joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 100% stenosed, moderately calcified, 150mm lesion with calcified plaque in the proximal to mid left peroneal artery, the tip of a nitrex .014 wire embolized into the vessel after the physician noticed the tip was no longer moving freely. The wire was removed, but the tip remained in the vessel. An amplatz gooseneck snare was opened to retrieve the wire tip but was found to be defective, as the torquer would not loosen and the introducer could not be reloaded; this device was not used in the patient. A second amplatz gooseneck snare from a different lot was then used and successfully retrieved the tip of the nitrex wire from the vessel. The procedure was completed using a non-medtronic (boston scientific savion) .014 wire and a nanocross tapered 2.5 x 2.0 x 210mm balloon. There was a 45-minute delay in surgery due to the product malfunction. No patient complications have been reported as a result of this event.